Manufacturer narrative:
The additional two vision stents mentioned are being filed under the same manufacturing report number. The guide wire mentioned was filed under manufacturer report #2024168-2007-00462. Results and conclusion summation - product performance engineering reviewed the incident information. There was no reported product issue with the three vision stent delivery systems prior to or during use. The reported difficulties appear to be related to the circumstances of the procedure and not a vision product quality issue.

Event description:
Reporting status: death. Reporting rationale: stents retracted in vessel upon removal of guide wire; patient subsequently died. Device issue: none. It was reported that during a case to treat an occluded posterior descending artery(pda), with a lot of thrombus, ptca was performed several times and three vision stents were deployed in the pda. The guide wire was directed to the distal pda, past a bifurcation distal to the deployed stents; however, a balloon catheter would not pass through the stent struts. The guide wire was pulled back, but the stents were being pulled, so another balloon catheter was tried. The guide wire would not move and it was pushed and pulled and then pulled hard and all of the stents, just past the bifurcation in the pda, retracted into the ostium of the rca and the guide wire broke. The patient died and the cause is unk. No add'l event or patient information is available.